Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ zeschky, c., ahmed, h., alayyar, m., jothidasan, a., husain, m., stock, u., & smail, h. (2022). ¿long-term¿ use of impella - safe to do? The journal of heart and lung transplantation, 41(4). Https://doi.org/10.1016/j.healun.2022.01.1603.

Event description:
In 5/2017 to 5/2021 impella pumps supported patients at medical center in the UK. In (B)(6) 2024 the publication entitled: "¿long-term¿ use of impella - safe to do?" In which impella supports were analyzed. The complications noted during impella cp support were hemolysis, access site bleeding, thrombocytopenia, vascular complications, device migration, pump thrombosis, device malfunction, ventricular arrhythmias, access site infection, sepsis, and cva.

Manufacturer narrative:
The investigation for the hemolysis, access site bleeding, thrombocytopenia, vascular complications, device migration, pump thrombosis, device malfunction, ventricular arrhythmias, access site infection, sepsis, and cva has been completed. Without additional clinical details nor the returned device, the root cause of the issues could not be determined. The instructions for use referenced in the initial report is for the impella 5.0 in the following sections: section: general patient care considerations. Section: entering cardiac output. Section: potential adverse events (united states). Section: hemolysis. Section: table 3.2 impella catheter components. Section: warnings & cautions: cautions.